Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 16-20, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggested the issue may have occurred; however, the amount of fluid inside the bladder could not be objectively determined from the photo. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected therapy time was 46 hours; however, it was observed that the device delivered the fluorouracil and dextrose 5% dose in 9 hours and 25 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone (B)(6). Should additional relevant information become available, a supplemental report will be submitted.